Event description:
This unit is not alarming due to the on/off switch being defective. It was also found that the unit is loud, unit is getting 2 green 1 red light error code on the pcb and the unit is leaking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the compressor was noisy.

Event description:
This unit is not alarming due to the on/off switch being defective. It was also found that the unit is loud, unit is getting 2 green 1 red light error code on the pcb and the unit is leaking.